Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was on (B)(6) 2026 the patient contacted the rep and reported having pain at the implant site. The rep told the patient it was normal to have some pain at the implant site. The patient followed-up on (B)(6) 2026 and reported that the ins is getting warm and discomfort was worse when the device was on. The rep had the patient turn therapy off. The healthcare provider (hcp) took blood and did lab work to check for an infection and evaluated for fluid at the pocket. The hcp said that it did not appear infected. The patient is going to leave therapy off while the lab work is conducted. The patient has also complained about the amount of time that it takes the handset to connect to the communicator/ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller will follow-up with the patient and physician.